Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt trunk cable guide pin was bent causing belt to not plug into the monitor unable to run test correction: monitor was repaired and refurbished. Root cause: the root cause for the damaged trunk cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.